Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set had blockage and insulin was not exiting in tubing on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient country: spain patient city: (B)(6).